Event description:
It was reported by a customer in (B)(6) that an 840 ventilator stopped cycling, and was inoperative. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb). All required calibrations and tests were performed, and the unit was operating within manufacturer's specifications. (B)(4).